Event description:
It was reported that; during surgery, the surgeon used the torque wrench and anti torque key for the final tightening of the blocker. The tip of torque wrench was broken. The surgeon removed the fragment of the torque wrench from the blocker. Therefore the surgeon changed the torque wrench to another torque wrench.

Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment. Tip fracture was confirmed via visual inspection. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The root cause of the event is determined to be normal wear due to extensive use of the device over a period of 8 years.

Event description:
It was reported that; during surgery, the surgeon used the torque wrench and anti torque key for the final tightening of the blocker. The tip of torque wrench was broken. The surgeon removed the fragment of the torque wrench from the blocker. Therefore the surgeon changed the torque wrench to another torque wrench.